Event description:
It was reported that the battery gauge was fluctuating and that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issues. It was also reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 148 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.